Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the keypad buttons had a delayed response sometimes requiring several seconds to respond. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.